Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06467. The patient had two, (model) 3166 leads from the same lot for off-label use. It was reported the patient no longer received effective therapy. As a result, the patient's scs system was explanted.